Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, elevated bg was addressed by completing a supply change. The customer continued using the pump for insulin therapy.